Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the distal tip of the needle was fractured and the metal part of the needle basically split in two and frayed out. The procedure was not completed successfully. There were no patient complications reported as a result of this event.